Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause of the peritonitis was unknown. The treatment for the peritonitis included injection vancomycin (2g, route and frequency not reported), fortum (1g, route and frequency not reported), tobramycin (40mg, route and frequency not reported) and heparin (25000 unit, route and frequency not reported). The actions taken with pd therapy and the outcome of the peritonitis were unknown. No additional information is available.